Event description:
In 2004, the physician placed an unspecified stent and successfully closed the right groin arteriotomy site with the perclose proglide device. The procedure was performed without any issues. The next day, the patient was discharged to home in "good" condition. Five days later the patient presented to the cardiologist's office with complaints of right groin pain and a "low grade fever." A complete blood count (cbc) was performed and was within normal limits. A urine culture was collected and was positive for a urinary tract infection (uti). The patient was sent home on unspecified "sulfa drugs." Two days later, the patient presented to the emergency department with a "warm, right groin that was slightly pulsatile and suspicious for an abscess." The patient was admitted to the hospital. A computed tomography (CT) of the right groin was positive for a "right inguinal hematoma in the subcutaneous tissue." Two days later the patient was taken to surgery for an incision and drainage of the right groin. Right groin wound cultures were obtained and were positive for pseudomonas. The patient was started on the intravenous antibiotic, cipro. Five days later, the patient was discharged to home on a seven (7) day treatment of oral clindamycin. The current condition of the patient is unknown.